Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Supply changes were performed to address the occlusions. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue.